Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root causes were determined to be due to improper handling, which is user error, misuse, and / or abuse and wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the locking components and bearings of the motor device were damaged. It was further determined that the cable/cord/wiring, motor and control were damaged. It was observed that the device had a hole/cut in the hose and the hose was worn out. It was determined that the locking parts were defective and the device had liquid damage. It was further determined that the device failed pretest for hand control assessment , handpiece temperature assessment , air pump assessment , noise assessment , rotational speed assessment , safety assessment and loctile and cable assessments. It was noted in the service order that when the foot switch device was pressed during operation, the device displayed e8 and e9 error codes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.